Manufacturer narrative:
Insulin pump had a cracked case at display window corner, no display anomaly noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip. No damage noted on lcd glass.

Event description:
It was reported that the screen on the insulin pump was cracked. An operation test and a self test were completed normally. Blood glucose is unknown and no further information has been provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.